Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle disorder ("muscular bone issue"), fibromyalgia ("fibro"), intervertebral disc degeneration ("ddd"), osteoarthritis ("osteoarthritis"), menopause ("menopausal") and bone disorder ("bone issues"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, muscle disorder, fibromyalgia, intervertebral disc degeneration, osteoarthritis, menopause and bone disorder outcome was unknown. The reporter considered bone disorder, fibromyalgia, intervertebral disc degeneration, medical device removal, menopause, muscle disorder and osteoarthritis to be related to essure. Concerning the injuries reported in this case the following were reported via social media- muscle disorder, bone disorder, fibromyalgia, degenerative disc disease, osteoarthritis, menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Events: muscular bone issue, fibro, ddd, osteoarthritis, menopausal were newly added. Follow up 1 and 2 processed together. On (B)(6) 2020: quality-safety evaluation of product technical complaint. Follow up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.